Manufacturer narrative:
Date of event: unknown; reported as within two weeks prior to aware date of (B)(6) 2016. Device sheared during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. The reporter was unsure which facility the event occurred at. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during hand fracture fixation procedure using the new titanium va hand set the head of a screw was sheared. The surgeon was inserting a 1.5 cortex screw and as the tension between the screw and bone increased, the screwdriver shaft sheared the head of the screw making it impossible to continue with insertion. He had to extract the screw with pliers. (The surgeon did note that it was possible that the scrub nurse had given him an incorrect drill bit which would have made the hole smaller than it should have been to accept the screw.) He was able to insert another screw. The case was delayed by one to three (1-3) minutes, there was no affected patient care; the surgeon was happy with the result. This report is for an unknown screw. This is report 1 of 1 for (B)(4).